Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a base hardware failure. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a crack on the top case and plunger case. The event history log confirmed ¿base hardware failure¿ occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the interconnect pcb did not operate as intended. The interconnect pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.